Event description:
On july 26, 2016, follow-up information was provided by the patient's treating nephrologist. The physician stated that there were no indications the saline reaction, the malfunction of the hd machine, or the hemodialysis treatment were causally related to the patient's death. The physician further stated that there was no documented pulmonary embolism and no recorded myocardial infarction during the event. The event was evaluated by cardiology in the intensive care unit (ICU) and the patient went into multiple pulseless electrical activity (pea) arrests following each resuscitation so the family withdrew care.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental MDR will be submitted upon completion of the final system level product review summation. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The 2008k2 hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). Machine functional checks were performed during the res on-site evaluation. During field service, the ultrafiltration (uf) problem identification checklist procedure was performed to identify any potential uf issues. The ultrafiltration (uf) pump was found to be marginally out of tolerance. The uf pump was calibrated to resolve the uf pump volume not within specification issue. Following the calibration, further functional testing performed by the res confirmed that the unit was operating properly. The device remains out of service at the user facility pending its final release by the user facility regional technical operations manager. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the patient incident was not able to confirm an issue which would have resulted in the adverse event. The amount the uf pump was found to be out of specification is not thought to be a likely contributor to the event. Clinical investigation: the patient medical records were provided by the facility on july 8, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. Review of the medical records received revealed the following: this is a high risk patient with medical history of congestive heart failure, non-ischemic cardiomyopathy, poorly controlled hypertension and insulin dependent diabetes mellitus, with non-compliance to dialysis. Cardiovascular disease mortality accounts for a vast majority of end stage renal disease patients on dialysis. The machine calibration error reading is considered acceptable. Given the very brief exposure to dialysis exchange these events are not considered causally related to the 2008k2 hemodialysis (hd) machine or the hd treatment, but rather the complications associated with end stage renal disease (esrd).

Event description:
A user facility medwatch was received reporting a patient adverse event during hemodialysis treatment. According to the medwatch, 7 minutes into treatment the patient complained of feeling unable to breathe and became unresponsive requiring cardiopulmonary resuscitation (CPR). After transfer to the local hospital via emergency medical services (ems), the patient expired. Additionally, following the event, the 2008k2 hemodialysis (hd) machine was pulled from service for testing and failed the ultrafiltration control function test. The unit remained out of service pending a field evaluation performed by a fresenius regional equipment specialist (res). No malfunctions of any other fresenius products in use during the patient's hd treatment were alleged, observed, or identified by the user facility. The dialyzer and bloodline are not available for evaluation by the manufacturer as both were discarded by the user facility. No samples of the acid/bicarb in use during the treatment are available for analysis. This case concerns a (B)(6) year old (B)(6), female patient with end stage renal disease (esrd) maintained on chronic in-center hemodialysis (hd), thrice weekly since (B)(6) 2013. The patient's relevant medical history included congestive heart failure, non-ischemic cardiomyopathy, hypertension, poorly controlled diabetes mellitus, and treatment non-compliance to dialysis. Relevant concomitant medications include insulin glargine injection, lyrica, insulin aspart, norco, sensipar, amlodipine, furosemide, gabapentin and hydralazine. The patient's pre-dialysis weight on (B)(6) 2016 was recorded as (B)(6) kg above target dry weight, blood pressure (bp) was 202/95 mmhg, pulse rate 74 beats per minute (bpm), the patient was comfortable. The patient's hd treatment, which comprised routine administration of normal saline, was initiated at 11:27am. Approximately three (3) minutes later, at 11:30am, the patient complained of difficulty breathing and chest pain. Four (4) minutes later, the patient experienced a drop in systolic bp, with a reading of 162/120 mmhg, accompanied by an increase in heart rate to 98 bpm. At that time, 500 ml of saline was administered. Ultrafiltration was decreased to a minimum setting and blood was returned back to the patient. At 11:35am, the patient became unresponsive and was placed in the trendelenburg position. At 11:36 am, the patient's bp was 210/176 mmhg, and pulse rate was recorded as 233 bpm. At that time CPR was initiated, with intubation and administration of epinephrine by paramedics. The patient was subsequently transferred to the intensive care unit (ICU). At the hospital, the patient was found to be mildly acidotic with normal serum potassium. The patient was administered multiple doses of epinephrine, as she had initially responded well, however, the patient had several instances of pulseless electrical activity (pea) which led to cardiac arrest with fatal outcome. Further information was solicited from the patient's treating nephrologist. In the nephrologist's opinion, the cause of the patient's death was a result of the patient's history of congestive heart failure and cardiomyopathy exacerbated as a result of the missed hemodialysis sessions causing a seven (7) kilogram weight gain over the estimated dry weight. This likely caused a tachyarrhythmia which lead to multiple pea arrests. The nephrologist did not believe a machine failure led to the patient's death.

Manufacturer narrative:
The system level review of this 2008k2 hemodialysis machine and the concomitant devices used during the hd treatment found no indication that a fresenius product caused or contributed to the patient event. Lot numbers of concomitant devices were not provided by the user facility. Batch production record reviews were performed, for all associated devices, on all lots identified as having shipped to this account within 3 months of the occurrence date. No deviations or non-conformances were identified during the manufacturing process which could be associated with the reported event, and all lots met release criteria. Furthermore, none of the complaint devices were returned, and no companion samples were made available to the manufacturer for physical evaluation.